Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced hyperglycemia due to a leakage event on (B)(6) 2026. The cannula of the infusion set was slightly wet and the patient contacted the hospital because the blood glucose level was 300mg/dl. The patient was instructed to replace the set and administer a bolus. No further information available.